Event description:
It was reported the patient had leads explanted in (B)(6) 2012 (reference MFR report: 211938-2013-3078). Since the procedure, the patient reported inability to communicate with the ipg using the charging system. A replacement charging system was sent to the patient. The patient reported he had not used the stimulation for about six weeks, and had not charged the ipg prior to discontinuing use. It was reported the sjm representative met with the patient for troubleshooting. It was reported the communication issue could not be resolved, an the patient no longer had stimulation.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.